Event description:
The company was informed that the patient developed an infection at the implant site. The patient reported pain, swelling, redness and skin irritation from headpiece use. The patient was prescribed an ointment for two weeks. The patient was reportedly treated for 10 days. The patient was prescribed bactroban bid, mycolog, penicillin, and 875 mg of augmentin. The patient was recommended to use a warm compress. The patient was asked to stop wearing the external equipment due to the infection for 12 days.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the infection has resolved and the patient remains implanted. The patient continues to use the device. This is the final report.